Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Review of the product IFU found adequate warnings and precautions to prevent damage to the device during use. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found: o breakage of the screw or loss of fixation may occur if the insertion site is not prepared properly o inspect to confirm that the interference screw is fully seated onto the driver prior to insertion. If the interference screw is not properly seated on the driver, damage to or breakage of the screw may result use of a driver other than the appropriate biosure driver may result in breakage of the screw a clinical review was conducted and found based on the information provided, no pieces fell inside of the patient. According to the report, the surgeon was ale to resolve the malfunction by re-drilling the hole to insert a 6 x 25 mm screw. It was reported there was a delay of shorter than 30 minutes without patient harm. Therefore, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that the surgeon was performing a lcl repair and went to insert the 5 x 25mm biosure regen screw and the screw dethreaded, it looked like it may have fractured at the tip. The malfunction was solved redrilling the hole to insert a 6 x 25 mm screw, a delay shorter than 30 minutes and no patient harm was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.